Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Synthes lot: ft00068 supplier lot: ft00068 release to warehouse date: august 18, 2016 supplier: flextronics america ll no nonconformance reports (ncrs) were generated during production. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received at us customer quality (cq). Upon visual inspection, it was observed the needle component of the device had broken off. Also, the protection sleeve was not return with the device. No other issues were observed with the device. Dimensional inspection: a dimensional inspection was not performed due to the post manufacturing damage of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Depth gauge for 2.0/ 2.4mm screws needle protection sleeve no design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the needle component of the complaint device had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, d9 g1: device not manufactured at brandywine facility.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a procedure, the depth gauge tip was broken. It was unknown if there was a patient involvement. This complaint involves one (1) device. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).